Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedances with a loss of capture (loc) and no sensing. A chest x-ray confirmed the lead was fractured. Patient was not symptomatic and there were no adverse patient effects were reported. The lead will be replaced but nothing has been scheduled. Programming changes were made for now.

Manufacturer narrative:
This report will be updated if additional information becomes available.